Event description:
The international customer reported the device would not power on. The customer reported there was no patient involvement. The manufacturers field service engineer ordered a power supply for replacement to address the reported problem.

Event description:
The service engineer replaced the power supply.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Service completion pending.